Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found minor scratches control body, cracked distal sheath glue, and minor scratches and dents. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, no image error e311 and e931 and white balance failed on the evis exera ii ultrasonic bronchofibervideoscope. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, images including pictures are with specification and the reported events were unable to be reproduced. Therefore, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: caution: do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device